Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to their health care professional's (hcp) office to get the device reprogrammed by the manufacturing representative, and then shortly after she stopped feeling stimulation patient was having a return of urinary symptoms. The patient stated that she had more trouble than usual with peeing and leaking without knowing it. The patient noted that she checked her patient programmer and saw power on reset (por) and then left the programmer alone. The patient mentioned that next time she checked the programmer, she was getting poor communication with and without the antenna. The patient was redirected to their hcp and the event was described as sudden. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they were not feeling stimulation. It was noted that a representative came to look at their stimulator for the third time now from september to now. Patient stated it was still not good on and had low battery. No further complications were reported.